Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was later reported that the customer did not try reseating the backup battery before exchanging the system controller to resolved to backup battery fault alarm.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had a system controller exchange due to a backup battery fault alarm.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a backup battery fault alarm on system controller, serial number (B)(6), was confirmed via the submitted log files, but was not reproduced during evaluation of the returned system controller. On 15jul2025, a backup battery fault alarm was active due to a backup battery load test-fault. The backup battery alarm did not impact the system controller¿s ability to support the pump. The retuned system controller, serial number (B)(6), passed all testing procedures and successfully operated in a mock circulatory loop for an extended period without issue. No atypical alarms were produced during testing. Provided information indicates the system controller was exchanged on 15jul2025 and no further alarms were reported. Additional information indicates no further troubleshooting was performed and no additional log files were available for review. A root cause for the reported event was unable to be conclusively determined through this analysis. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the electronic IFU page of the abbott heartmate 3 instructions for use with heartmate touch (rev. D) and abbott heartmate 3 left ventricular assist system patient handbook (rev. A) are currently available. Heartmate 3 instructions for use (rev. D) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. A) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use (rev. D) section 2 entitled ¿system operations¿, includes how to perform a self-test on the system controller. It notes the importance of doing the test daily to ensure alarms are functional. Heartmate 3 instructions for use (rev. D) section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook (rev. A) section 6, entitled ¿caring for equipment¿, explains how to properly care for the equipment. Heartmate 3 patient handbook (rev. A) and heartmate 3 IFU (rev. D) caution users to call their hospital contact if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.